Event description:
This pt had a total knee in 1992 with a revision in 2000. Pt has had pain over the past several months. X-rays show loosening of the femoral component. Pt was admitted to this facility for a revision of the left total knee. Intraoperatively the femoral component was found to be loose, all components were removed and replaced.